Event description:
The manufacturer received information alleging a millennium oxygen concentrator was involved in a house fire and the patient expired. The device is not returning to the manufacturer for evaluation. Based on the available information, it was reported that the fire was caused by smoking in the home. There is no allegation of device malfunction having occurred. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."